Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# unknown, product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was pt stated they could not charge ins, and tried to charge about 2 months ago and says "it had been dead this whole time". Patient doesn't have controller charged up. Patient will charge controller and will then charge implant and will call back if they need further assistance. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
The patient (pt) called back stating they needed help getting out of 'depletion mode'. The pt stated they had called to do this before, but they could not remember how. The pt was in passive recharge, and the middle number was 86. The agent reviewed passive recharge and put the pt on hold. The pt disconnected the call.

Manufacturer narrative:
Continuation of d10: product ID 97745nt. Serial# unknown: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back for continued help getting the implant charging again. Patient confirmed this was the same issue as last time they called, their phone died and they just got around to calling again. Patient said they have an MRI next week and needs the implant charged. Patient said they'd tried charging 5-6 times before today but would just see the passive recharge mode screens. Agent had patient enter passive recharge mode on the call and after several minutes, patient was able to start charging the implant like normal (implant 30%). Patient asked, agent reviewed how to enter MRI mode (MRI mode showed full body eligibility).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# unknown: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported they needed help getting their implanted neurostimulator out of depletion mode. Patient said they were seeing no device found when trying to charge the implant and would not charge since about a month ago. Patient mentioned they had talked to a couple of different agents who told them things to do, but nothing had worked. Agent walked patient through removing the battery and resetting the controller. Patient inspected the controller port and said it looked fine. Patient then inspected the recharger and did not see any damage. Patient started a charging session of their implant and was able to enter passive recharge mode with numbers ranging from 71-74-98. Patient repositioned then saw 71-82-98 then up to 89 in the middle. Patient confirmed they had gone through this process in the past and were not able to get out of the sleep state. Patient confirmed their implant looks flat in the incision pocket, but they can feel the implant battery through their skin. As patient was going through passive recharge mode, patient accidentally disconnected call. Agent made two outbound calls to patient, but was not able to reach patient. Agent left voicemail.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt reported they are unable to get the connect to get the implant to recharge the implant. Pt reiterated they were seeing poor recharge quality.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, (serial: unknown); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were told they were supposed to stay on group a for 2 weeks and then go to group b for two weeks and then group c for two weeks, and let their manufacturer representative know which group worked the most for them. Patient stated over the weekend on saturday, they switched to group b, but then their controller wouldn't charge the implanted neurostimulator. Patient said after an hour they went back to group a and the implant charged so they left the stimulation at group b. Patient confirmed they did not recall seeing any error codes or error messages when they went to charge. Agent walked patient through turning stimulation on in group b and resetting the controller. Patient first stated the controller was unresponsive after resetting the controller. Agent then walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered on. Patient reinserted the battery and at first stated there was no green light above the controller, but when patient removed their controller from the ac power supply, and controller was still powered on. Upon further review, all equipment was working as expected. Patient then connected recharger and confirmed recharging excellent. The controller battery was at 100% and the implant was at 40%. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned their implant doesn't increase and they reset their controller twice. Patient confirmed the recharger plugs in tight into the controller. Agent instructed patient to start a charge session; controller showed poor recharge quality. Patient repositioned the solid part of the recharger over the implant versus the hole of the recharger; controller showed 80% and implant orange recharging with excellent quality. Patient denied any error messages/codes and any recent falls/trauma. Controller showed poor recharge quality and patient repositioned recharge over the implant.  Agent redirected patient to their hcp to further address the issue. Patient called stating they had been scheduled for an appt at hcp's office today at 3:30pm; however, they had rescheduled their appt for monday at 4pm. Patient indicated a manufacturer representative (rep) was planning to be at their appt and agent redirected to hcp to coordinate the reschedule with rep.